Event description:
Healthcare professional reported "left side rupture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, crease fold, wear abrasion. Leak test was performed and found opening on anterior . A microscopic analysis was performed which identify, sharp edge opening assessed, as unidentified tear opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on anterior assessed, as unidentified (tear) opening.

Event description:
Device has been explanted and replaced.